Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and it was not recognizing when the drawer was closed. A field service engineer found that the latch sensor in drawer 2.1 was malfunctioned and replaced the latch sensor to resolve the issue. The storage space was recovered and tested by the customer. The system functioned as intended after the field service engineer repaired the device.